Event description:
Somehow, and the complainant doesn't know how, the preservative from a stool specimen container spilled onto the face and eyes and into the mouth of her 1 year old daughter while the mother was collecting a stool sample from the child who had diarrhea. The preservative contain highly toxic mercuric chloride. It caused some temporary corneal injury and elevated mercury levels. The product warns against ingestion but doesn't say anything about getting it in the eyes. The specimen collection kit was given to her by a hosp. She doesn't have any of the label info. Mercuric chloride is the standard preservative for these products.